Event description:
It was reported that the atrial lead impedance fell and thresholds increased. There was also oversensing and an insulation breach. The device was programmed to vvi. The patient is complaining of pocket stimulation. In the mode that the device is in, there should be no stimulation from the atrial lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).